Manufacturer narrative:
Visual assessment of the passing pin confirmed the reported shedding. The passing pin is bent and scored in a circular manner in several places along its length. The bending of the passing pin likely caused the pin to come in contact with the guide during placement. After the evaluation the root cause for the reported issue was determined to be user error. A review of the device history record was performed which confirmed no inconsistencies.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during an acl reconstruction procedure the pins had shavings come off when drilling the tunnel. The shavings were removed with suction. No patient impact was noted.